Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on 17-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the noise and identified the cause was from a loose degasser tubing in the g8 unit. Fse tightened the tubing, ran patient samples successfully, and verified proper operation. The g8 instrument was performing as intended and the noise cleared. No further action was required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from 15-dec-2016 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 5: maintenance procedures outlines and provides guidance for instrument care and maintenance. The customer is to call tosoh support should questions arise. The most probable cause of the reported event was due to loose degasser tubing.

Event description:
On (B)(6) 2018, a customer reported hearing loud noise from the sample loader of the g8 instrument during a sample run. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Follow up type. Corrected data. Age of device : 8 years.